Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. The complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. A complaint ticket search, testing or review of the batch record could not be performed due to the unknown lot number. The instrument data analytics (ida) report for population result median by reagent lot for list 7c18 covering the timeframe (B)(6) 2017 to (B)(6) 2018 was reviewed for samples with results <10miu/ml, which would be non-protective against (B)(6) infection based on the who recommendations. Although no established baseline is available for this assay, the report shows that across 30 different reagent lots with over 1.7 million patient test results, the overall median result is 0.63 miu/ml, with median patient result values for individual lots ranging from 0.32 to 0.87 miu/ml. All reagent lots with at least 1000 patient test results had median results within 2 standard deviations of the overall median result, which indicates comparable reagent lot to lot performance and no performance issues in the field. A review of the product labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.

Event description:
The account generated (B)(6) architect (B)(6) (10.2 miu/ml) on a healthy patient who previously tested (B)(6). No impact to patient management was reported.